Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, there was the possibility that the reported phenomenon was attributed to the breakage of the angulation wire, which might be caused by the external force due to the user's excessive angulation. In addition, it was confirmed that this phenomenon had not occurred due to products or manufacturing causes, and that there was no safety problem (no multiple occurrence). If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the angulation control knob was heavy and could not be moved, and that the angulation at the bending section could not be released as reported. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that after sedation was applied to the patient, during the pre-use inspection of the subject device by a nurse for a transurethral lithotripsy using the subject device, it was found that the angulation at the bending section of the subject device could not be released. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event.